Event description:
It was reported to philips that the wireless footswitch did not connect to the base station. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation, it was identified that the system was outside clinical use at the time of the reported event. A philips remote service engineer connected remotely and confirmed the reported issue. It was identified that the status indicator for the battery and the signal reception on the wireless footswitch did not light up as intended. A field service engineer inspected the system on-site and replaced the wireless footswitch and base station to resolve the issue. The system was returned in good working condition and was ready for clinical use. The wireless footswitch and the base station were returned for further analysis. Functional testing was performed on both components, and no failures were observed. Philips has re-evaluated this complaint. The issue occurred without patient involvement and was identifiable prior to procedure commencement. The system's instructions for use (IFU) instruct the user to verify that the wireless footswitch functions with the system and to ensure that the battery is fully charged prior to using it. Alternatively, a second (wired) footswitch is also available for use with the system. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.